Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, the examination light of the device did not output. Olympus inspected the device at the service department of olympus and found that the brightness adjustment of the device did not work and the examination light of the device did not output. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc report that the reported phenomenon was occurred due to the main circuit board of the device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. As about 10 years has passed since the manufacture date of the device. Omsc surmised that the reported phenomenon was occurred due to the main circuit board of the device was broken by aging degradation or other.